Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
A sales representative reported on behalf of the customer an unknown quantity of false positive results with binax now covid-19 ag card kit on (B)(6) 2023. Attempts were made to reach out to the customer to get more additional information, but the customer was unresponsive. No additional patient information, including treatment and outcome, was provided.

Event description:
A sales representative reported on behalf of the customer an unknown quantity of false positive results with binax now covid-19 ag card kit on (B)(6) 2023. Attempts were made to reach out to the customer to get more additional information, but the customer was unresponsive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.